Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone, she was having troubles accessing the sensor connections menu. All other menus are accessible except the sensor connections menu. Customer's blood glucose was unknown. Customer's mother stated she had also ran the self-test on the device had it had an error on it. The device had alarm hardware low level failures. Customer's mother was advised the device need to be replaced and she agreed to return it for analysis.